Event description:
During the shift check, the customer noticed that the autopulse li-ion batteries (sn (B)(4)) could not power on the autopulse platform even though they were fully charged beforehand. The status leds on the multi-chemistry charger illuminated green and the status leds on the batteries displayed 4 green lights. No patient involvement. Please see the following related MFR report: MFR #3010617000-2022-01604 for the autopulse li-ion battery (sn (B)(4)).

Manufacturer narrative:
The customer reported complaint was confirmed during the functional testing performed at zoll. The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.